Manufacturer narrative:
The reported issue (it was reported that the gel padding of the pad was not sticky enough to create a solid adhesion to the patient. The complainant advised that tape was used to hold the pads in place but optimal flow rate was never achieved with the pads to allow the patient to cool. The pads were removed from the patient and a second set of pads were put in place. However, the same issue occurred with the second set of pads. The gel padding was not sticky enough and the patient was unable to cool due to a low flow rate. The second set of pads were removed from the patient and a third set of pads were put in place. Per additional information, therapy is continuing on the third set of pads with no further issues.) Was unconfirmed. The device was returned and were inspected. The left thigh, right thigh, and left chest pads were found to have the hydrogel detaching from the edges. The right chest pad was received with the tube disconnected from the manifold. There was evidence that the tube was connected at one point. According to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the gel padding of the pad was not sticky enough to create a solid adhesion to the patient. The complainant advised that tape was used to hold the pads in place, but optimal flow rate was never achieved with the pads to allow the patient to cool. The pads were removed from the patient and a second set of pads were put in place. However, the same issue occurred with the second set of pads. The gel padding was not sticky enough, and the patient was unable to cool due to a low flow rate. The second set of pads were removed from the patient and a third set of pads were put in place. Therapy continued on the third set of pads with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gel padding of the pad was not sticky enough to create a solid adhesion to the patient. The complainant advised that tape was used to hold the pads in place, but optimal flow rate was never achieved with the pads to allow the patient to cool. The pads were removed from the patient and a second set of pads were put in place. However, the same issue occurred with the second set of pads. The gel padding was not sticky enough, and the patient was unable to cool due to a low flow rate. The second set of pads were removed from the patient and a third set of pads were put in place. Therapy continued on the third set of pads with no further issues.